Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead was repositioned due to high pacing thresholds. In addition, no capture was noted on the rv lead at 7.5 volts at 0.4 milliseconds. The rv lead remains in service. No additional adverse patient effects were reported.